Event description:
It was reported that in 2007, the patient noticed a 'crackling noise' through her speech processor. Upon replacement of the speech processor the 'crackling noise' was not resolved. In the clinic, all the external parts were changed, however these changes made no difference. The patient stopped using the speech processor due to the poor sound quality with crackling noise. Testing showed that the problem is likely caused by the reference electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.